Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was received for analysis. An extraction aid was found inside the lead. The insulation was found squeezed and damaged 29 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported oversensing. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Furthermore, the rv shock coil was found stretched. The deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to oversensing. Should additional information be received, this file will be updated.